Event description:
A customer contacted beckman coulter (bec) stating that the olympus au2701-02 clinical chemistry analyzer with ionized selective electrode (ise) generated potentially fifty (50) erroneously high chloride (cl) patient results. The customer indicated that the results were higher than their normal range of 105 - 115 mmol/l. The customer also indicated that the potential erroneous results had been released out of the laboratory. The customer stated that all the results would be reviewed and amended results will be issued as needed. The customer provided seven (7) erroneous cl patient results. The customer tried to recalibrate the ise and found that the sodium (na) electrode was showing zero slopes. The customer informed hotline that ise maintenance had been done that day. The customer also indicated that the cl electrode was replaced less than a month prior to this event. The customer confirmed that the laboratory has not been made aware of any change to patient treatment attributed to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse confirmed that the customer was having ise calibration issues. The fse noted leaking from the d pot nozzles and upon inspection noted that the rubber on both nozzles was torn. The fse also noted a large amount of particulate matter in the internal reference solution of the reference electrode. Service activity included: replacement of na and reference electrodes, analog board, ise reference valve, and ise nozzle sleeves. The fse performed multiple primes and observed no flow issues. This was followed by multiple calibrations which gave acceptable slope recovery. Quality control (qc) was performed and passed. Service verified ise performance to meet established specifications. Failure mode: multiple parts were replaced. No isolated failure mode was identified.